Event description:
Same case as MDR ID: 2134265-2014-02374. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 17x3.21mm, de novo, long target lesion with a >45 and <90 degree bend and was located in the mildly calcified and moderately tortuous mid to distal right coronary artery (rca). The lesion was predilated with an unspecified balloon catheter and residual stenosis was 85%. Subsequently, a 2.75x38mm promus element plus drug eluting stent was advanced to treat the lesion but was unable to cross. The physician advanced an unspecified guide wire utilizing buddy wire technique, however the stent still failed to cross the lesion. Hence, the physician applied double stent strategy and a 2.75x24mm promus element plus drug eluting stent was advanced distally. However, the second stent was unable cross despite several attempts and additional dilatations. It was noted that the struts of both stents were damaged. The procedure was completed with implantation of a 2.50 x 28mm promus element stent in distal portion and another unspecified 2.50 x 15mm bare metal stent implanted in proximal portion of the lesion. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02374. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 17x3.21mm, de novo, long target lesion with a >45 and <90 degree bend and was located in the mildly calcified and moderately tortuous mid to distal right coronary artery (rca). The lesion was predilated with an unspecified balloon catheter and residual stenosis was 85%. Subsequently, a 2.75x38mm promus element¿ plus drug eluting stent was advanced to treat the lesion but was unable to cross. The physician advanced an unspecified guide wire utilizing buddy wire technique, however the stent still failed to cross the lesion. Hence, the physician applied double stent strategy and a 2.75x24mm promus element¿ plus drug eluting stent was advanced distally. However, the second stent was unable cross despite several attempts and additional dilatations. It was noted that the struts of both stents were damaged. The procedure was completed with implantation of a 2.50 x 28mm promus element stent in distal portion and another unspecified 2.50 x 15mm bare metal stent implanted in proximal portion of the lesion. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).